Event description:
A gore excluder bifurcated endoprosthesis was successfully implanted into the pt. However, while the contralateral introducer sheath was being introduced, the trunk moved upward and occluded both renal arteries. The trunk ipsilateral leg was ballooned and pulled downward simultaneously, both renal arteries regained perfusion. Post implantation, angiography indicates trunk movement upward for a second time after insertion and deployment of the contralateral leg. As initially planned, two large diameter legs were deployed successfully and stenting was completed on both renal arteries. No endoleak or artery obstructions were noted at the completion angiography.